Manufacturer narrative:
A specific cause for the damage to the outer layer of the driveline could not be conclusively determined through this investigation. Images of the patient¿s driveline confirmed the report of damage to the outer layer of the driveline. Review of the submitted system controller log file captured no atypical alarms. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The hmii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The hmii patient handbook also contains section on caring for the driveline. The hmii IFU¿s alarms and troubleshooting section contains information on the various system alarms and steps to resolve them. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's percutaneous lead was damaged. There were two tears in the outer silicone layer of the external portion of the lead. No low flow or low speed advisories were noted in the alarm history. The manufacturer's technical services reviewed the log files and did not note any evidence of any type of percutaneous lead conductor issue. The tears appeared to be cosmetic only, and rescue tape was recommended. It was later reported that rescue tape was applied as recommended and that the patient was stable. No further information was provided.